Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was fully applied. Functionally, the wing nut functioned properly but the safety was broken off. The green bar was visible within the indicator window when the twist knob was fully closed. The instrument was applied to the appropriate test media producing acceptable results. Pusher-fingers and knife advanced when the handle was squeezed and the knife cut the media cleanly and completely. The device also produced all audible, tactile and visual indicators during the functional testing. It was reported that the staples did not form as expected, the donut formed poorly or was missing completely after firing, and staples were missing from the staple line after firing. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the safety latch was broken as a result of rough handling. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: make certain the space between the cartridge and anvil is closed and ensure that the green bar is visible in the indicator window prior to firing the stapler. The safety will not release if the green bar is not visible in the indicator window. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sigmoid colectomy, during reconstruction of intestinal anastomosis after removal of tumor specimens, there was poor staple formation. One part of the staple line was stapled, the other part was not well formed. The staple line was incomplete. The donuts were also not complete. The doctor sutured the anastomosis and reinforced it. There was unanticipated tissue loss as a result. The surgical time was extended for 30 minutes or more.